Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that prior to pt use, the customer contact reported that particulate was noted at the sight chamber of the tubing set. The customer contact described the particulate as a caked on mark. No additional details were provided including if the particulate was noted outside or inside of the site chamber.

Manufacturer narrative:
The device was received. Investigation is not complete. The list number and lot number of the device that was in use is unknown. The customer contact identified the device as a unspecified secondary tubing set. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.